Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was not getting adequate coverage on their left outer thigh. They stated that the physician opted to replace the device, rather than reposition the lead. The rep stated that a technician accidentally sent the ins and lead to be cleaned for return to the manufacturer. The patient recovered without sequela. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977c165, (B)(4), implanted: (B)(6)2017, product type: lead. Other relevant device(s) are: product ID: 977c165, lot #: va1dufx033, ubd: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative, concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a painful lead. The patient¿s husband noted part of the lead bulging near the battery within the last month. The patient reported it was tender and painful. No environmental or external factors were reported that may have led to the issue. An x-ray was ordered. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) determined that there were no anomalies identified. The ins passed all functional testing. Analysis of the lead (B)(4) determined that the body of the lead was cut through/segmented. No significant anomaly was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that anytime the physician used the cautery near the implant the patient jumped from the table. Troubleshooting reviewed cautery guidelines and advised using the lowest voltage mode. Further information received from the representative reported that the lead was replaced with a new paddle. It was noted that the implant was accidentally given to the nurse to package with the lead to be returned to the manufacturer. The implant was replaced.